Event description:
Pt presented to radiology for coiling of a brain aneurysm. 09:30 baseline (activated clotting time) act - 162. 09:30 heparin 2,000 units IV bolus. 09:52 additional heparin 1,000 units IV bolus. 10:19 act 257. 10:49 heparin infusion started at 1,000 units/hour (10ml/hr). 11:34 act 418. 12:02 act >700. Excessive infusion of heparin noted upon inspection. 250ml bag nearly empty. Pump settings of 10ml/hr confirmed by rn and anesthesiologist. Heparin infusion tubing discontinued from main IV line. Infusion noted to run at high rate of speed (much faster than 10ml/hr). Pump and tubing sequestered and given to biomedical engineering dept. Company notified. Pump and tubing sent back to company from biomed unit. Pt had large femoral hematomas. Required 3 units packed red blood cell transfusions.